Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. The blood glucose reading is 169 mg/dl. Customer states that the key pad is unresponsive. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to an open connector on the display board. No testing could be performed due to the keypad anomaly.